Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the cartridge compartment was returned with a crack in it. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.